Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed one day later. The rv lead was successfully explanted and replaced. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.